Manufacturer narrative:
Device lost in shipping. Not available for analysis. Correction: (B)(6). The correct catalog number is 90432; not 90480 as previously reported. (B)(4). Device not available for analysis.

Manufacturer narrative:
(B) (4)

Event description:
Per the clinic, the patient¿s fixture failed to osseointegrate and fell out. Reimplantation is planned but had not taken place at the time of this report (B) (6) 2010.